Manufacturer narrative:
Implant date - device was not implanted. Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon deployment, the angio-seal device was pulled out of the artery, with the anchor and collagen intact. The patient was reported to be in stable condition. Manual compression was used. Additional information was received on april 17, 2019. The procedure was a success. It is unknown if a pre-deployment angiogram was performed. There was an issue with the withdrawal of the angio-seal device, the footplate never deployed and the whole device came out without any activation of the device, it did not function correctly.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update , and to provide the completed investigation results. One used 6 fr angio-seal sts plus device was returned for evaluation. The carrier tube assembly was returned partially mated with the hemostasis sheath. The incompletely opened aluminum pouch, arteriotomy locator and the guidewire were returned as well. Visual inspection revealed that the arteriotomy locator was noted bent. The carrier tube assembly was found to be partially mated with the hemostasis sheath and the deployment sleeve was noted into the forward lock position. The latches of the deployment sleeve were visually inspected, and the left latch was appeared to be slightly bent. The bypass tube was partially attached with the hemostatic valve. The tamper tube was released, and the anchor was exposed with the tamped collagen. There were also several kinks located through the length of the carrier tube assembly. Functional testing was conducted. The carrier tube assembly was inserted into the returned hemostasis sheath and the device was able to lock as intended. When longitudinal force was applied to the carrier tube hub, the device held position and could not be disconnected. No functional anomalies were noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.